Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the patient was scheduled for a pocket revision due to pain and discomfort. The patient had previously been repositioned sub pectorally in 2019. The patient appeared to have had significant weight loss and the device had shifted in the pocket causing pain and discomfort. Due to the remaining battery being in three years and the new device being a different shape extraction was decided as the best course of action. The device was explanted and replaced. The patient was recovering. There were no additional complications or complaints.